Event description:
During a pre-use checkout, the device made a popping sound and then shut down. There was an atypical burning odor coming from the power supply. A power failure audible alarm was activated at the time of the reported occurrence.